Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose of 47 mg/dl. Blood glucose at the time of the call was 78 mg/dl. Customer was not using the auto mode feature at the time of the incident. The customer declined to troubleshoot for the low blood glucose incident since they were busy at that time and forgot to eat. The insulin pump will not be returned for analysis.